Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was getting an egv of 44 mgdl on both his mobile app and insulin pump. There was no mention if he had symptoms or checked a bg fs. He ate food based on the urgent low egv reading and sometime after treatment, the patient felt sweaty, started vomiting, was nauseous and had blurry vision with headaches. There was no fingerstick or calibration that was done at this time. He ate some food based on the cgm reading and his wife called the ambulance. The egv at that time was not documented. When the ambulance arrived, they took a fingerstick which showed a bg of 450 mg/dl. He cannot recall the egv. The paramedics then gave the patient IV insulin. The patient was taken to the hospital and upon arriving there they took fingerstick which showed he was 458 mg/dl. The patient cannot recall what medication/treatment was given to him at the hospital but stayed there until (B)(6) 2025. Upon his discharge, he said that he is feeling better. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.